Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, a right ventricular lead exhibited low and out of range pacing impedance with the helix fully deployed. The lead was repositioned with no success. A new lead was used and yielded an acceptable impedance was obtained in the same anatomical spot. Further information was requested but not received.